Event description:
Per the clinic, the patient experienced an infection and skin necrosis at the implant site as well as an extrusion of the electrode lead. The patient subsequently was treated with oral, topical and IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2022, to undergo skin revision to surgically repair the extrusion and was hospitalized for one night. The symptoms resolved, and the patient resumed use of the device.

Manufacturer narrative:
This report is submitted on august 19, 2022.